Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. The coil was reported to have been infectious and the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause cannot be determined. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that high resistance was encountered as the embolization coil was advanced in the microcatheter. Fluoroscopic imaging confirmed the coil had detached in the microcatheter. The coil was removed in its entirety together with the microcatheter. There was no reported patient injury, intervention, or health damage.